Event description:
It was reported that a malfunction alarm occurred with the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was able to continue using the pump and was advised to call back if the issue recurred.